Manufacturer narrative:
Onsite investigation was preformed and the reported event was replicated by the field representative upon system testing. The representative tried to resolve the problem by replacing the umbilical cable, however, the event persisted. The issue was resolved by adding a static host name into the mobile view station (mvs) in order to consistently connect to the image acquisition system (ias). No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system booted into standalone mode. After two reboots, the system booted into 2d mode. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The umbilical cable was returned for analysis. Testing was unable to confirm reported problem "o-arm, it booted into standalone mode." Cable passed continuity testing and both the detector and ias cables passed gbit testing. Installed the mvs interface cable in o2 system c1416 and the system readied and functioned as expected. 2d and 3d imaging were successful. Intentionally manipulated the cable and did not reproduce the failure. No problem found. This further confirms the finding that this issue was caused by a network settings issue.